Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total right knee arthroplasty on (B)(6) 2012 . Subsequently, the lengthening mechanism is shortening unintentionally. There has been no report of a revision procedure to date.